Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: the attending surgeon noted that the resident, who was manipulating the flexible ureteroscope, was fully deflected into the lower pole (of the kidney) where they were lasing a stone. The total energy used during the procedure was reportedly 7700 j (joules).the flexible scope was rotated towards the resident's body in order to deflect further. When the scope was rotated, the resident's wrist impinged the single-use holmium laser fiber where it was entering the working channel of the scope. A small snap and prick were felt on the resident's hand. The resident then looked down to see that the fiber was cracked, but not broken completely. The attending surgeon and resident put the laser in standby, and the fiber was removed. The use of the laser was discontinued at that time as lasing was primarily completed when the fiber broke. The remaining stone fragments were removed with a basket, and the product problem did not result in any serious injuries to the patient.